Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported syncope could not be conclusively established through this evaluation. The controller event log file contained events from 22feb2023 through 28feb2023 and captured the pump functioning as intended at the set speed. The left ventricular assist device (lvad) event log file contained events from 24feb2023 through 28feb2023. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was sleeping, the patient lost all external power, and their emergency backup battery (ebb) ran down completely. The patient became unconscious and regained full consciousness when external power was reconnected. Related MFR # 2916596-2023-01565.